Event description:
Customer called to report observing fluid underneath reagent probe b and in the reagent carousel of the unicel dxc 600 synchron system. The customer technical specialist (cts) evaluated the issue by telephone and assisted customer with troubleshooting the instrument issue. The cts instructed customer to check for fluid underneath either of the reagent probes. Customer found clear fluid underneath reagent probe b. Customer was then instructed on how to tighten the tube fitting to reagent probe b to address the issue. The cts then instructed customer to prime the reagent probes, after which no further leaking was observed. The instrument issue was due to a loose tube fitting, which was resolved through routine customer maintenance. The cts verified proper instrument performance with customer to confirm that the troubleshooting guidance provided effectively resolved the issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).